Event description:
Synovitis. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) male patient, initials unk, with osteoarthritis (kellgren and lawrence grade 4 with no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with first intra-articular synvisc (hyland g-f 20) injection in left knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2004, the patient received the second synvisc injection in left knee. On (B)(6) 2004, the patient experienced synovitis of left knee. It was reported that the patient received treatment with intra muscular betamethasone, at a dose of 1.3 cc for the event of synovitis. Action taken with synvisc treatment was not provided. The outcome for the event of synovitis was not provided. Concomitant medications were not provided. The outcome for the event of synovitis was not provided. Concomitant medications were not provided. The intensity for the event was mild. The reporting physician assessed the relationship between synvisc and the event as definite. Follow up info was received on (B)(4) 2013 and the patient's initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.